Event description:
It was reported there had been rv oversensing. They were able to reproduce the noise by switching the a and v pins and manipulating the pocket and felt the header of the device was the issue. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. It was reported there had been rv oversensing. They were able to reproduce the noise by switching the a and v pins and manipulating the pocket and felt the header of the device was the issue. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated interference oversensing.